Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to reproduce 1162 error on arm 4 upon system start. Fse replaced arm 4 universal surgeon manipulator (usm) and performed required programming, calibration, system verification, and test drive. Isi received the usm and completed the evaluation. The reported failure was confirmed. The system did not trigger error 1162 but it was confirmed via error logs/system logs. During the visual inspection it was noticed that there was fluid intrusion on the acsc port clutch switch. The unit went through more testing on a test platform and passed all the tests that were performed. The acsc port clutch switch and ffc will be replaced. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported prior to starting a da vinci-assisted procedure there issues with arm 4. At system start up, the leds are blue but then arm 4 is blinking green and constant tones are heard. System not connected to onsite. Tse recommended to 3-way call the customer. Cta contacted crystal (hospital staff) and tse was able to gather additional information regarding arm 4. Crystal stated that the system is currently powered down and once she powered it back on, a recoverable 1162 error occurred on arm 4. Tse had the customer recover the fault but the error immediately returned. Tse then had the customer install a drape and trocar on arm 4 and power cycle the system. Customer performed this but the error returned. Tse asked the customer if disabling arm 4 was an option. Customer agreed and successfully disabled armnet 4. System completed homing with no other issues. Customer stated that she is going to get with her cleaning department to further investigate and would also like the fe to come in as soon as possible to resolve this issue. Site is proceeding with case setup. Intuitive surgical, inc. (Isi) completed customer follow up and obtained the following information: the customer was unable to confirm if the issue was identified prior to port placement as she was not present for the case. As far as she is aware, the procedure was completed with no reported patient injury. Patient information was requested but unavailable.